Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating, and patients' detail were not showing in the list. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating, and patients' detail were not showing in the list. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not displayed on the station and had to be added manually. A field service engineer (fse) collaborated with the technical support specialist (tss) to reinstall remote support service (rss) and repair the database. After creating the necessary files, tss performed a file mode data synchronization from the station, which completed successfully. The device was rebooted and loaded into the application without issue and applied the knowledge article of "retrieving missing transactions from medapp and pas debug logs". The fse verified the patient list displayed recently added patients and confirmed functionality after an additional reboot. The system functioned as intended after the technical support specialist and field service engineer investigated the issue.